Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the external pulse generator (epg) blinked for some time after turning on and then turned off on its own. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) blinked for some time after the device was turned on, and then the device turned off on its own. There was no patient involvement.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The main board was assembled into a g olden unit. Upon functional test ran on automated test console the device failed most tests and stopped test. Good batteries were inserted and powered on the epg and the epg powers on with "low battery led" indicator and the lcd blinks for a few times and the epg shortly powers off. It was noted overheating was observed near c414 and u71 and voltage measurement indicated (0v) at c414. A capacitor was found to be defective and when replaced the device passed all tests when assembled into a golden unit on benchtop analysis. The device passed the battery ejection test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.